Event description:
According to the reporter, during lap roux en y procedure, the needle broke during the passing of the needle from one jaw to the other. The same thing happened twice with two separate needles during gj and jj were 1.5 pieces retrieved and other half was never found. An x-ray was performed to locate the needle. No patient injury noted.

Manufacturer narrative:
Post market vigilance (pmv) received one device opened by the account with the appropriate packaging in an undamaged condition. The visual inspection of the returned product noted: device was returned improperly loaded with a needle that was bent. Witness marks from the needle tip impacting the beveled wall were observed. No shearing of the toggle switches was observed for the devices under microscopic inspection. Pmv performed functional testing where: device was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Device was found to function properly and needle remained intact. No difficulty was experienced in loading, unloading or toggling the needle in the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.